Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge shock failure message during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4).